Event description:
It was reported that the nurse thought that they resolved the issue. The patient's temperature was reading 30.1-30.7c but did not think the baby was really that cold in an arctic sun device. They changed the rectal probe and the cable. Flow rate was 1.1lpm and water temperature was 39.3c. No action needed asked nurse to continue to monitor patient and water temperatures and call back with any concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. The nurse thought that they resolved the issue. They changed the rectal probe and the cable. Flow rate was 1.1lpm and water temperature was 39.3c. No action needed. Asked nurse to continue to monitor patient and water temperatures and call back with any concerns. A DHR review is not required as the lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse thought that they resolved the issue. The patient's temperature was reading 30.1-30.7 c but did not think the baby was really that cold in an arctic sun device. They changed the rectal probe and the cable. Flow rate was 1.1lpm and water temperature was 39.3c. No action needed. Asked nurse to continue to monitor patient and water temperatures and call back with any concerns.